Manufacturer narrative:
Additional information: b5 this report captures the first of two events that were reported against a device from the same lot, involving the same patient, and on the same date. Please see associated MDR (MFR report # 1713747-2020-00172) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that five minutes into a patient¿s hemodialysis (hd) treatment something in the arterial head of the dialyzer blocked the fluid from circulating. The reporter did not specify what was creating the blockage. Additional follow up confirmed there was no foreign matter or clotting identified. It was reported that high arterial-venous pressure alarms occurred during the treatment. The patient was dialyzing on a fresenius 4008s classica machine, and utilizing fresenius combi set bloodlines. There was no damage identified on the dialyzer. The patient was re-setup with new supplies on the same machine after the first blockage, and after an unspecified period of time, it occurred again. At this point, the staff decided to discontinue the patient¿s treatment. The total estimated blood loss (ebl) from both incidents was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of the events. The patient¿s treatment was not completed. The complaint devices were reportedly discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
This report captures the first of two events that were reported against a device from the same lot, involving the same patient, and on the same date. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that five minutes into a patient¿s hemodialysis (hd) treatment something in the arterial head of the dialyzer blocked the fluid from circulating. The reporter did not specify what was creating the blockage. Unspecified alarms occurred during the treatment. The patient was dialyzing on a fresenius 4008s classica machine, and utilizing fresenius combi set bloodlines. There was no damage identified on the dialyzer. The patient was re-setup with new supplies on the same machine after the first blockage, and after an unspecified period of time, it occurred again. At this point, the staff decided to discontinue the patient¿s treatment. The total estimated blood loss (ebl) from both incidents was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of the events. The patient¿s treatment was not completed. The complaint devices were reportedly discarded and not available to be returned to the manufacturer for evaluation.